Event description:
According to the reporter, during a robotic laparoscopic total gastrectomy, during the assemble process, the shell, adapter and the reload were connected to the handle with no issue. The calibration and the opening and closing were normal, however when the load was opened, it showed a recognition error on the adapter. A new shell and handle were replaced, and the same adapter and reload were connected to resolve the issue. No patient injury. Pli:10 medtronic's initial evaluation of the incident device found that an analysis of data stored on the handle shows evidence of field pr ogrammable gate array (fpga) reset reprogram failures.

Manufacturer narrative:
D10: concomitant product: sigpshell - sig power sigpshell control shell, lot# n3c0782y. Medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that an analysis of data stored on the handle showed evidence of field programmable gate array (fpga) reset/reprogram failures. Functional testing noted abnormalities during adapter and reload calibration. The handle had 229 of 300 procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. It was reported that when the load was opened, it showed a recognition error on the adapter the reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.